Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, there was a blood leak from the hemostasis valve. A brk needle was inserted into the hemostasis valve prior to the reported leak. The device was replaced and the procedure was completed with no adverse consequences to the patient.